Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on 04-jan-2016 who had essure (fallopian tube occlusion insert) inserted in 2011 with lot number 628194. Consumer stated that since 2011 she has experienced reactive skin with frequent skin allergies and food allergies. She also had horrible pain in the right groin area and she could not have sexual intercourse with her husband. She had frequent headache which had led to be under treatment with the neurologist and she was taking treatment for early menopause. She gained weight ((B)(6)). She stated that she was losing her hair; she was always tired and had blurred vision. She suffered from vertigo and had hearing problems. She considered all events related to essure. Result and assessment of the product technical complaint investigation received on 11-feb-2016, (B)(4): final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in wl-03635 because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. No further adverse event case reports have been received to date in relation to the reported batch. Correction based on information received on 11-feb-2016: after a company internal review, final assessment of ptc results was amended. The correct assessment is: lot 628194; manufacturing date: set/2008 expiration date: set/2011. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Follow-up received on 10-jun-2016 and case was upgraded to incident: it was reported that essure would be removed on (B)(6) 2016 by laparoscopic salpingectomy. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-jun-2016 for the following meddra preferred term: dermatitis allergic. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt.. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced frequent skin allergies (reactive skin). This event is listed according to essure's reference safety information. Essure insert consists of a nickel-titanium alloy, allergic reactions to essure may happen, and are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives that resolve after device removal. In this case, considering event's nature and based on essure safety profile; causality with the suspect insert cannot be excluded. In addition other non-serious events were reported. This case was initially not regarded as an incident; however upon follow-up it was informed essure will be removed by laparoscopic salpingectomy. Therefore, case was upgraded to incident (surgical intervention will be required). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect.